Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during assembly of the eopa arterial cannula, the scrub nurse inserted the introducer into the cannula body and the introducer tip snapped off. The snapped-off tip was not dropped and was able to be put aside. The cannula was still used by the surgeon and was used without any issues. There was no damage to the packaging and no obvious damage to the cannula prior to the incident. It was reported that there was no impact to the patient and the patient was alive with no injury. No patient complications have been reported as a result of this event.